Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2020. A manufacturing record evaluation was performed for the finished device batch pjb879, and no non-conformances were identified additional h3 investigation summary: an empty labeled winding former and a dispensed needle/suture of product code sxmp1b103, lot number pjb879 was returned for analysis. During the visual inspection of opened sample, the swage and attachment area were noted to be as expected, body fluids and marks by use of a surgical instrument could be observed on the body needle. The strand was noted with body fluids and stress at the end of the suture and no loop was noted. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The product code sxmp1b103 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. Two unopened samples of product code sxmp1b103, lot number pjb879 were received for evaluation. During the visual inspection of two unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested and the following was obtained: it was reported "was the product being used in a clinical trial? Yes." Please clarify: this is not a formal trial within the hospital. The consultant was evaluating the product himself to decide if wants to adopt. Why was this clinical trial captured as a product complaint for the stratafix sxmp1b103 and not in the form of a clinical trial? This suture is routinely used at this hospital and is the hospitals own stock, felt appropriate to report as product complaint it was reported "event outcome/how was it managed? Finished closure with undyed vicryl and prineo" please clarify it was reported "towards the end of the wound the stratafix suture snapped, the surgeon did not apply any undue tension. It was before he was able to secure the suture and the top of the wound opened up. He finished closing with undyed vicryl. He tested the wound by flexing and extending the patients knee and the wound held together. He then put a prineo dressing on top as he was going to anyway" no need to assess vircryl or prineo, no problems with these products. How was case completed? As above, then standard opsite dressing and crepe bandage applied as standard procedure. What tissue was being approximated or sutured when it broke? Subcuticular layer any adverse patient consequences? No. Were antibiotics prescribed? No changes as a result of suture break. Were prescription steroids administered? I don¿t know. Procedure date? (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Any adverse patient consequences?

Event description:
It was reported that a patient underwent a knee surgery on (B)(6) 2020, and a barbed suture was used. During the procedure, towards the end of the wound the suture snapped, the surgeon did not apply any undue tension. It was before he was able to secure the suture, and the top of the wound opened up. Another device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.